Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that floating particles were observed in twelve (12) 50ml intravia bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation.  During visual inspection of the provided photograph, particulate matter was observed in a container. The reported condition was verified.  Due to the nature of the returned sample, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.